Manufacturer narrative:
Approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that the patient experienced difficulty charging the ipg. The issues persisted despite educating the patient on proper charging techniques. The patient underwent a revision procedure to reposition the ipg and was doing well post-operatively.